Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: bb history shows several cs088's on (B)(6) 2016. Moisture observed under display lens. Cracked battery compartment below grip pad to case seal. Damaged pump case, crack between keypad and case seal. Leak test failed due to damaged pump case crack. Keypad is undamaged, all buttons are unresponsive. Opened keypad cover, no contaminants found under contacts. Opened pump, moisture found on u38, keypad flex connector, cgm board, and pcb. Unable to investigate cs088 alarm due to moisture damage to u38, and unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.